Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level went up to 525 mg/dl. She gave herself a manual injection and it went down to 478 mg/dl. The customer was nauseous. She had issues with the infusion set. The device was not returned.